Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as ¿low¿. Customer was treated with intravenous fluids of saline, glucose gel and glucagon to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. The control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as "high"; however, specific value was not provided and the meter bg reading was 162 mg/dl. As a result of increased basal delivery, customer's blood glucose (bg) level lowered to ¿low¿; however, a specific value was not provided.